Manufacturer narrative:
Evaluation summary: two devices cordless ultrasonic dissector were returned for evaluation. These devices have been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection of the disposable device(pli 10) revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. Visual inspection of the disposable device(pli 20) revealed that the dissector had a cracked waveguide. The reported condition was not confirmed, however the device had a fractured waveguide and eventually broken off. The device had stopped working. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions fo r use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The instructions for use (IFU) also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, both of the instruments did not seal. Manufacturers¿ initial evaluation of the incident second dissector revealed that the dissector had a cracked waveguide and the first dissector had a fractured waveguide and the tip had broken off. There was no patient injury.